Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.

Event description:
It was reported that "screwdriver sticks inside the cap screw for acetabular shell making it very difficult to remove."